Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was showing charge time of 14 seconds while still in the box. Device was not used and was returned for analysis.

Manufacturer narrative:
The reported field event of extended charge times was confirmed in the laboratory. The charge log showed three capacitor maintenance (capm) charges with extended charge times which were caused by exposure to cold temperature. The device was tested in the lab and was normal, including normal charge times.